Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that once a new battery was installed the AED powered on.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.